Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. No fluid leaks occurred. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. The mushroom head check also passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius that the treatment details provided by the liberty select cycler indicate that two increased intra-peritoneal volume (iipv) events occurred during a patient's peritoneal dialysis (pd) treatment. According to the cycler's treatment details the patient's drain volume during drain 0 was 7,091 ml and during drain 1 was 21,075 ml (284% and 843% of the patient's prescribed fill volume, respectively). The treatment was attempted two days prior to initial reporting. The cycler remained with the patient for continued use. The pdrn clarified during follow-up that the treatment details provided by the cycler were inaccurate and the patient did not experience an iipv event. The pdrn confirmed the patient did not experience any pain, discomfort, bloating or abdominal distention as a result of this treatment. The patient did not experience an adverse event, serious injury, or require medical intervention. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment the following morning using continuous ambulatory peritoneal dialysis (capd). A replacement cycler was received by the patient. The cycler is not available for physical evaluation by the manufacturer.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius that the treatment details provided by the liberty select cycler indicate that two increased intra-peritoneal volume (iipv) events occurred during a patient's peritoneal dialysis (pd) treatment. According to the cycler's treatment details the patient's drain volume during drain 0 was 7,091 ml (284% of the patient's prescribed fill volume). The treatment was attempted two days prior to initial reporting. The cycler remained with the patient for continued use. The pdrn clarified during follow-up that the treatment details provided by the cycler were inaccurate and the patient did not experience an iipv event. The pdrn confirmed the patient did not experience any pain, discomfort, bloating or abdominal distention as a result of this treatment. The patient did not experience an adverse event, serious injury, or require medical intervention. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment the following morning using continuous ambulatory peritoneal dialysis (capd). A replacement cycler was received by the patient. The cycler is not available for physical evaluation by the manufacturer.

Manufacturer narrative:
Correction: b5 (removal of drain 1 treatment details).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius that the treatment details provided by the liberty select cycler indicate that two increased intra-peritoneal volume (iipv) events occurred during a patient's peritoneal dialysis (pd) treatment. According to the cycler's treatment details the patient's drain volume during drain 0 was 7,091 ml and during drain 1 was 21,075 ml (284% and 843% of the patient's prescribed fill volume, respectively). The treatment was attempted two days prior to initial reporting. The cycler remained with the patient for continued use. The pdrn clarified during follow-up that the treatment details provided by the cycler were inaccurate and the patient did not experience an iipv event. The pdrn confirmed the patient did not experience any pain, discomfort, bloating or abdominal distention as a result of this treatment. The patient did not experience an adverse event, serious injury, or require medical intervention. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment the following morning using continuous ambulatory peritoneal dialysis (capd). A replacement cycler was received by the patient. The cycler is not available for physical evaluation by the manufacturer.